Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer mentioned that the station had experienced a recent power outage. The customer performed a hard reboot and left the station powered on for 10 minutes; however, the station did not turn on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with station communication. A field service engineer rebooted the station and verified the remote support service (rss) status and additionally configured the network settings to resolve the issue. Customer verified the station functionality. The system functioned as intended after the field service engineer repaired the device.